Event description:
It was reported that a malfunction occurred with the pump. The customer's blood glucose level exceeded the threshold due to the issue, but no specific value was provided as the display showed "high." The customer contacted tandem for assistance and was advised that the malfunction code could be reset. The pump's malfunction code was cleared when it was plugged in, and the customer was informed to continue using the pump while being advised to call back if the issue recurred. The caller acknowledged and understood the instructions.